Event description:
The added FDA regulations on my insulin pump and extremely effecting my quality of life! The amount of alarms and the inability to customize alarms on my medtronics 670g/ guardian 3 sensor is maddening! If I put in a blood sugar and it is high reading, clearly I am aware of that! I shouldn't be reminded 5 minutes later my blood sugar is high. I already knew that as I had just calibrated! Also if I put in a high blood sugar, by now I am aware to check for ketones, I shouldn't have to have it tell me every time that it happens when I am trying to make an insulin adjustment! I am an adult! I get it! These extra alarms prevent me actually doing what I need to do and getting an insulin correction going! Previous pumps never made you confirm so many details. I have to confirm so many different things and have to get past so many screens sometimes I actually miss getting my bolus because I didn't hit ok enough times for the device liking! I shouldn't have pump that won't stop vibrating as soon as it needs to be calibrated. I can't just hit a button to stop the alert so I can react to the message in a moment. I have to scroll down screens and hit ok before it stops! One day someone is going to get injured in a car accident by trying to stop the alerts on their pump because you can't just hit a single button. You have to fully be looking at the screen to get the alert acknowledged so it stops telling at you! The fact that I am not allowed to control the alerts I want or how I want them due to the FDA is not right! I am the diabetic and not you guys! I have lost control of my life. The pump and its alerts now control me! It's bad enough being a diabetic, much less having you guys ruin the possibility of what my life could be like with a closed loop insulin delivery system. This pump and system was supposed to make my life better! I miss getting insulin more now than I ever did on my last insulin pump! This hurts my life! My previous pump I was on for 5 years, I never had a problem getting insulin delivered. I didn't have to hit so many buttons. With a hard working adult I have things to do and to fully stop everything and ensure I hit the down arrows, and ok'd everything, I always manage to miss some button and accidently cancel my insulin delivery system. I beg you to try to be empathetic of our lifestyles as diabetics! Clearly people at the FDA don't get it or realize how complicated you have made this device become. Animas pumps were simplistic and great! Unfortunately I get there I someone out there that did something stupid and probably lead to the creation of all these extra features, but realistically you can't make things so hard for the rest of us pump users just because someone else out there didn't need to have an insulin pump! I should have the flexibility of controlling what alerts I get and how I want to be reminded of many things that I don't currently have control of. The transition to this device has been way more painful that it should be! Constantly getting kicked out of auto mode because I entered a blood sugar but it didn't calibrate for some reason! This system is currently extremely flawed and needs to be re-evaluated! Start protecting the consumer and the businesses! Oh, that¿s right, we are talking about the FDA though, the same organization that allows people to buy into approvals! We diabetics aren't allowed to use insulin pumps to the best of its technology because of the lack of control we get, but hey at least we can all use your cancer causing FDA approved sweeteners because someone know someone and money talks.